Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was asked if the patient could feel stimulation and the patient stated she could feel the thing on her back. Programmer displayed "no device response, be sure patient device is in range and it is powered on" then the issue resolved itself. Support link assisted the patient with increasing stimulation but she could feel it in her butt cheek and it was not comfortable, so patient lowered stimulation to 1.0 which is comfortable. Additional information was received from the patient. They reported that one of the wires may have come loose. Support link referred her to her doctor.